Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s niece stated the cgm kept reading 202 mg/dl. She stated the patient had become very sleepy and lethargic and he wasn¿t himself, so she decided to check his blood sugar. She performed a finger stick and his blood sugar was reading 341 mg/dl. She calibrated the cgm and the values were not changing, so she drove the patient to the hospital where his blood sugar kept climbing in the emergency room (ER). The patient was admitted overnight and treated with insulin and was monitored. At the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.